Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the string raveled up into the tampon during use and could not be found for removal. Tampon had to be manually removed.